Event description:
It was reported that the manometer did not work. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of the left anterior descending artery. A 26 encore balloon catheter inflation device was selected and connected to a non-bsc balloon catheter. During the first inflation, pressure was added to inflate the balloon; however, it was noted that the needle of the manometer was stuck at zero while the non-bsc balloon catheter was inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was visually inspected as for any damage or defect. No issues were noted. The encore device was disassembled and the complaint components were visually inspected for any material defect and foreign matter and no issues were noted. A functional test of the complaint device was carried out. No issues were noted with the complaint unit during functional testing. No issue was noted with the gauge needle as it didn¿t stick when carrying out the functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the manometer did not work. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of the left anterior descending artery. A 26 encore balloon catheter inflation device was selected and connected to a non-bsc balloon catheter. During the first inflation, pressure was added to inflate the balloon; however, it was noted that the needle of the manometer was stuck at zero while the non-bsc balloon catheter was inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).